Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back and sides under the lifevest equipment. The patient was in the hospital, where the skin irritation was treated with medicine and creams. Follow up indicated that the skin irritation improved. The patient also reported a stabbing pain in his chest and back. The patient reported that this pain happens while wearing the lifevest and when the lifevest is off.